Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56 cm model #: sc-4319 lot #: 21121180 description: clik x MRI anchor the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement med watch will be filed.

Event description:
A report was received that the patient had a pocket site infection and discharge was coming out of the incision. The physician confirmed that the infection was device related but not procedure related. The patient went to the emergency room (ER) and underwent an explant procedure. The patient was prescribed antibiotics.

Event description:
A report was received that the patient had a pocket site infection and discharge was coming out of the incision. The physician confirmed that the infection was device related but not procedure related. The patient went to the emergency room (ER) and underwent an explant procedure. The patient was prescribed antibiotics.

Manufacturer narrative:
Correction to the initial MDR should have been (B)(6) 2018.

Event description:
A report was received that the patient had a pocket site infection and discharge was coming out of the incision. The physician confirmed that the infection was device related but not procedure related. The patient went to the emergency room (ER) and underwent an explant procedure. The patient was prescribed antibiotics.